Manufacturer narrative:
The device is currently under investigation. Upon completion of the investigation, a supplemental will be sent with the results. (B)(4).

Event description:
The customer sent emails with pictures documenting significant damage to the disposables in the tubing pack. The arterial sampling pigtail was kinked and the 1/4 inch outlet from the reservoir was broken off.